Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer insulin pump would not turn on even after multiple battery changes. Customer's blood glucose was unknown at the time of call. No troubleshooting was performed. Insulin pump is expected to return for analysis.

Manufacturer narrative:
The device was received with blank display due to missing battery tube spring. We were unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify battery power loss due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.